Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The catalog number provided is for the halogen light head which is the component that allegedly was reported to have flaking paint. Product involved in alleged paint flaking has not been returned to manufacturer for evaluation, but this return is anticipated. The light head alleged to have flaking paint is expected to be returned to the manufacturer for further evaluation, but have not been returned as of yet. The root cause has not been fully determined and the investigation remains ongoing.

Event description:
(B)(4): it was reported that a halogen light has paint that is chipping on the corner of the cardanic arm. There was no pt involvement and no adverse consequences reported.